Event description:
It was reported that during a pci procedure, the maverick2 mr 20/3.0mm balloon ruptured at 10 atms. The unk lesion being treated was calcified. The procedure was completed with another unk type of device. There were no pt complications reported. The pt's condition is listed as "good."